Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention occurred on (B)(6) 2018. Pending further follow-up.

Event description:
Additional information received identified the issue was resolved post op.